Event description:
Patient was revised to address pain and elevated metal ion levels.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the 2817529 product and lot code combination since its release to distribution. Per procedure, this device is exempt from DHR review. The search found no other reports against the remaining product/lot code combinations. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 9/14/15- pfs and medical records received. After review of the medical records for MDR reportability, a correct doi was provided. There were no labs provided for the alleged high metal ion levels and not all pages of the dor were provided. There is no new additional information that would affect the existing investigation. The complaint was updated on:08 oct 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).